Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to premature battery depletion. There were no consequences to the patient.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image indicated that device was programmed to parameters higher than nominal settings. Analysis performed did not find any anomaly other than voltage being at eri level. A longevity calculation was performed and found the battery depletion was normal based on the device usage.